Event description:
It was reported that the customer experienced a malfunction on their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received instructions from technical support on how to reset the pump and, after successfully doing so, was able to continue using the device without further issues. Customer was advised to contact support again if the malfunction recurs.